Manufacturer narrative:
Related manufacturer regulatory report: MFR # 2916596-2022-15385 (exchanged modular cable due to communication fault). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a communication fault alarm overnight and the went to the hospital the morning of (B)(6) 2022. The alarm was cleared several times but returned soon after. An x-ray of the pump cable was performed, and no damage was confirmed. The modular cable and controller were exchanged together, and the alarms resolved. The connector/plugs of the modular cable were checked for debris/fluid ingress, and nothing was found. The mobile power unit was also exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed based on the information recorded in the log files. The data log files were successfully retrieved from the returned system controller serial number (B)(6). The event log file contained data recorded from november 21 to november 22, 2022. The recorded information revealed normal operation until november 22 when at 12:26 am a driveline comm fault alarm associated with com b fault became active. The system continued to operate at the set speed, the alarm was cleared few times and reactivated until 12:45 pm when the driveline was disconnected. The periodic log file contained events recoded from march 12 to november 22, 2022. A driveline comm fault alarm associated with com b fault was recorded on november 22, 2022. The system controller was functionally tested using the laboratory equipment and was found to function as intended. A full functional test was performed, and the system controller passed all test steps. The system controller was operated for extended period of time while connected to a mock circulatory loop and there were no atypical alarms/events observed. The investigation was unable to identify a correlation between the returned system controller and the driveline communication fault alarm captured in the log files. The device history records were reviewed and the records revealed the system controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook rev g, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, rev g, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook rev g cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.